Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the customer's blood glucose had run high, to 468 mg/dl. The set was changed and the customer was treated with a syringe and with the insulin pump but the glucose did not drop. No alarms were reported. The customer experienced nausea, vomiting, and a headache. The drive support cap was normal and recessed. No air bubbles or leaks were noted, and insulin did exit with the manual prime. The insertion site was not sore or irritated and the insulin was good. The customer's father declined to check the settings. The insulin pump passed the high pressure test. They were advised to follow up with a health care professional regarding the high blood glucose.